Event description:
A journal article was reviewed which contained information regarding implantable pulse generator (ipg) systems. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article referenced the following complications/failure modes: pocket infection, right ventricular (rv) lead repositioning, and atrial lead dislodgement. Further follow up did not yet yield any additional information. The status of the device and leads is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The gender characteristic is male and the baseline age is 70 years old. The lead models could include: 5076; 4574; 4074 and the device models could include addr01 or add01. Request for additional information will be made and upon receipt, a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: reduction of unnecessary right ventricular pacing by managed ventricular pacing and search av+ algorithms in pacemaker patients: 12-month follow-up results of a randomized study. Europace. 2014;16(11):1595-1602. Concomitant products: 4074 lead; 4574 lead. (B)(4).